Manufacturer narrative:
D7a: corrected to "no".

Event description:
Capsular contracture baker grade 4 right side device.

Event description:
Patient diagnosed with right side capsular contracture baker grade 4.